Event description:
Fnc 2101/02139. Incident occured in vietnam - "the adjustable loop was damaged". The device was not used but surgical time increased over than 30mn.

Manufacturer narrative:
In concordance with incident report: no clinical consequences. Preliminary analysis: no incident during manufacturing. Surgical time increased over than 30mn: potential revision of the anesthesia protocol. To complete our investigations, we requested additional information: - did the surgeon indicate that the device caused or contributed to serious injury? - was the surgical technique strictly followed? - how did the device malfunction? - are there any contributing factors related to the event? - if yes, could you explain please? - did a delay in the procedure over 30 minutes occur that was related to the event? - if yes, how long of a delay? - did this delay involve the revision of the anesthesia protocol? - did the health care facility declare this incident to the national competent authority? - according with current legislation of your country, is this type of event should be reported to your national competent authority? Training activities were organized in may and june 2020 in the form of a webinar: training for surgeons and instrumentalists. Waiting for recovery of the device for expertise. Follow up 1 - result expertise of medical device. Device history record review: the components of the pullup system comply with our specifications. There is no detailed information on how the medical device was used. Direct analysis on returned device: the splice did not break even though it is the most likely place of a device rupture. One of the two loops used to secure the transplant has been minimized and it is partially broken. The other loop is not damaged. Result of investigations / conclusion: 1- the graft was fixed on only one of the 2 loops, the tensile force exerted during the tensioning was too high for a single loop. 2- one loop was tensioned too soon and was damaged when trying to loosen it. Imputation: improper use of installation. Distributor participation in webinar trainings with the referring surgeon on the pullup system: may 27, 2021 - october 14, 2021. No other incident registered since february 2021. ·

Manufacturer narrative:
In concordance with incident report: no clinical consequences. Preliminary analysis: no incident during manufacturing. Surgical time increased over than 30mn: potential revision of the anesthesia protocol. To complete our investigations, we requested additional information: did the surgeon indicate that the device caused or contributed to serious injury? Was the surgical technique strictly followed? How did the device malfunction? Are there any contributing factors related to the event? If yes, could you explain please? Did a delay in the procedure over 30 minutes occur that was related to the event? If yes, how long of a delay? Did this delay involve the revision of the anesthesia protocol? Did the health care facility declare this incident to the national competent authority? According with current legislation of your country, is this type of event should be reported to your national competent authority? Training activities were organized in may and june 2020 in the form of a webinar: training for surgeons and instrumentalists. Waiting for recovery of the device for expertise. ·

Event description:
(B)(4). Incident occured in (B)(6). "The adjustable loop was damaged". The device was not used but surgical time increased over than 30mn.